Event description:
It was reported that post unsuccessful attempt to deploy the stent in the 40-50% stenotic segment of the left distal vertebral artery,the patient suffered a transient ischemic attack. The physician kept the patient oxygenated, and hydrated after CT scan, and continued administering dual antiplatelet medication and IV heparin (60u/kg) for 3 days in response to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, transient ischemic attack (tia) is a known risk associated with endovascular procedures and is noted as such in the directions for use. Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that post unsuccessful attempt to deploy the stent in the 40-50% stenotic segment of the left distal vertebral artery,the patient suffered a transient ischemic attack. The physician kept the patient oxygenated,and hydrated after CT scan, and continued administering dual antiplatelet medication and IV heparin (60u/kg) for 3 days in response to the event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that post unsuccessful attempt to deploy the stent in the 40-50% stenotic segment of the left distal vertebral artery,the patient suffered a transient ischemic attack. The physician kept the patient oxygenated,and hydrated after CT scan, and continued administering dual antiplatelet medication and IV heparin (60u/kg) for 3 days in response to the event.